Manufacturer narrative:
H3: product analysis of part ID: 9560101 lot#: 421749 during the incoming inspection, image cloudiness was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information obtained from healthcare professional via manufacturer representative regarding a device used in spinal therapy. It was stated that the image appeared cloudy. Patient involved in this event did not experience any symptoms. No further complications were reported regarding this event. Additional information received stating that the procedure involved was minimally invasive endoscopic discectomy (med) and the event occurred on (B)(6) 2026.